Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that, during a periodical check of the heartstart mrx defibrillator, hospital technicians found that the power supply was faulty. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the hospital technicians found that the power supply was faulty. Based on the available information, the hospital technician informed the rse that a faulty power supply was found during the periodic check-up. Philips sent the customer a ac power module field replacement kit (453563481151) to address the issue, which was successfully resolved. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was caused by a defective ac power module. Further root cause was not determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. Philips provided the customer with a replacement power module and the device was returned to full functionality. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.